Event description:
The pt received the scs system including two leads (from the same lot) placed cervically and an ipg on (B)(6) 2011. It was reported that the pt is experiencing excruciating headaches and pressure in the head. The pt is working with her physician to determine the next course of action. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.